Event description:
It was reported that following deployment of a 6f sts angio-seal device, the pt became nauseated in the recovery area. Upon arrival to the nursing unit, a 22cm hematoma was noted, integrillin, asa and plavix were discontinued at that time. A femostop was applied to achieve hemostasis.a duplex ultrasound revealed a large retroperitoneal bleed which required a transfusion of 2 units of packed cells. The pt remained hemodynamically stable throughout the incident. The pt underwent surgical intervention forty eight hours post-procedure to evacuate blood from the retroperitoneal space. The pt was discharged in 2002 and is reportedly recovering.